Manufacturer narrative:
Qc was within customer specifications before the event. A field service engineer (fse) was on-site and repaired, replaced or aligned the sample and reagent syringe system components, the sample and reagent probe system components, and the sample and reagent mixer system components. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding multiple falsely high cholesterol, triglyceride and hdl-cholesterol results generated by the synchron lxi 725 clinical system. The initial cholesterol, triglyceride and hdl results were in the range 230-452, 108-1046 and 39-111 units respectively; and the repeat results were in the range 150-299, 66-615 and 30-72 units respectively. The erroneous results were reported outside of the laboratory. The laboratory believes that one or two patients were prescribed medication based on the erroneous results.